Manufacturer narrative:
Product has been reused. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that product was reused.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the anterior chamber did not form, collection bag compressed the water outlet pipeline, causing the pipeline to be blocked during left eye cataract phacoemulsification, foldable intraocular lens implantation, and angle adhesion separation surgery under local infiltration anesthesia. The surgery was completed after replacing the liquid collection bag. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. After investigation of the report we concluded this customer did not adhere to the directions for use. The customer acknowledges using a replacement drain bag on the fluidics management system (fms) cassette. The directions-for-use (dfu) clearly states this device is a sterile single-use cassette for one procedure. The customer should also be reminded the directions-for-use (dfu) states do not exceed maximum capacity of drain bag (500 millilitres). Excessive pressure can result from exceeding drain bag maximum capacity and potentially result in a hazardous condition for the patient. Based on this information, a contributing factor for the malfunction experienced is re-use of the device. There was no physical sample returned and therefore we could not confirm the condition of the the fluidics management system (fms) cassette. After a thorough analysis, the likely root cause of the customer's complaint is not following the directions-for-use (dfu) instructions which stipulates product is single-use. Action will not be taken for this occurrence as the customer did not follow the directions-for-use (dfu) instructions. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).